Event description:
Within four days of having a trapease vena cava filter placed this patient expired. An autopsy was performed and showed that the filter had migrated to the right atrium of the heart and obstructed the tricuspid valve. The pt was a female with a history of dvt, hypotension, diabetes mellitus, hyperlipidemia, and sleep apnea. The patient was admitted to the hospital for chest pain and shortness of breath. It was felt that the patient may have had a pulmonary embolus and a possible dvt in the right lower extremity. The pt received a trapease filter the next day. With ultrasound guidance, access was gained to the right iliac vein via direct puncture of the right internal jugular vein. A venogram prior to insertion showed a widely patent inferior vena cava with the renal veins at the level of li-2 intervertebral disc space. The filter was then placed in the infrarenal inferior vena cava without complication. The patient expired four days later.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.